Event description:
The intra aortic balloon inserted into the pt on 3/5/98 at 1:45 p.m. On 3/6/98 at 3:00 a.m., the intra aortic balloon leaked and the intra aortic balloon was removed. No second intra aortic balloon was inserted. The pt had minor ischemia. The pt's foot remottled after intra aortic balloon pump was discontinued. The intra aortic balloon was not returned to datascope for evaluation. (Event complications: minor ischemia - reported 8/11/98.) (Pt's current status: discharged-rpt'd 8/11/98.)